Event description:
This freedom ac power supply was not in pt use. The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the freedom ac power supply has a broken green connector tip. This alleged failure mode poses a low risk to a pt because the issue was observed when the freedom ac power supply was not in pt use. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4)

Event description:
This freedom ac power supply was not in patient use. The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the freedom ac power supply has a broken green connector tip. The freedom ac power supply was returned to syncardia for evaluation. Visual inspection found debris on the surface of the power supply, missing rubber feet, broken strain relief and a broken/smashed connector cover. Freedom ac power supply s/n (B)(4) failed the cosmetic portions, but passed all of the functional freedom power supply evaluation. The root cause of the customer-reported fault is unknown but the damaged observed is consistent with an impact shock. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom ac power supply was not in patient use. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom ac power supply was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.